Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain over the implant site that radiated to their left arm. It was further reported that the icm never worked. The icm remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.